Event description:
It was reported that the patient had been hospitalized with hyperglycemia while on vacation in egypt. The patient's blood glucose levels reached 538 mg/dl while wearing the pod. The personal diabetes manager (pdm) was reportedly stuck in boot mode and the patient was unable to deliver corrections using the pdm. The patient experienced dehydration and was treated with fluids. Additional information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.